Event description:
Pt undergoing elective bilateral breast reconstruction with allergan tissue expanders when upon filling the left breast expander, it was noted that the expander was not filling. Upon removal, a small leak was noted in the posterior wall of the expander. The same was removed of the field. The pt suffered no harm.